Event description:
Customer reportedly felt the output of the vaporizer was in question. There was no reported patient injury. Investigation/conclusion: the unit was returned to the vaporizer service facility. The unit was tested and the output was found to be low to specification. Inspection of the unit revealed the cause of the reported complaint to be loose thermostat screws. According to datex-ohmeda records, this unit has not been serviced since may 1997. Datex-ohmeda recommends that all tec 3 operation and maintenance manual. Timely maintenance and calibration should have prevented the reported complaint from occurring. This is the first MDR in the last 3 years involving a tec 3 vaporizer wherein the cause was due to loose thermostat screws out of an installed base of approx 200,000 units.